Event description:
It was reported that the micro pituitary tip is broken and will not make cuts during an unspecified spinal surgery. No fragments were left in patient. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.